Manufacturer narrative:
(B)(4). Device code 1528 relates to component code 463. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2012-00231. It was reported that during a coronary artery stenting treatment procedure, the guidewire became stuck and explanted the (B)(4) stent. The lesion being treated was located in the left anterior descending (lad) artery. The physician was performing a complex staged procedure. The physician placed a pt graphix guide wire in the 1st diagonal artery. An unknown size ion stent was implanted in the lad. It was noted that a "knot" formed in the tip of the guide wire. While removing the wire from the body, the "knot" caught one of the stent struts and explanted the stent from the artery. The stent and the wire were removed from the body without incident. The physician re-wired the artery and implanted two ion stents in the lad. The patient had normal enzymes post procedure and was discharged 2 days post procedure. The patient's status is fine.